Event description:
It was reported that the pt called wanting to file a claim. She is scheduled to have an MRI and blood work down. Pt experiences pain in her joint and down her leg and after she walks. She describes the pain as a dull ache.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.